Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated erroneous glucose results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the modular chemistries (mc) sample probe, the mc sample syringe and the mc collar wash.